Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away when preparing to start a dialysis treatment using an ak 98 machine. Prior to the event of death, it was reported that the patient was connected to the lines and then disconnected again. The reason was not reported. It was reported that the customer does not believe that treatment was initiated. No additional information is available.